Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a high out of pacing impedance measurement of greater than 2500 ohms. The physician suspected the ra lead was fractured and surgical intervention was performed and the ra lead was abandoned and replaced. No additional adverse patient effects were reported.